Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had a procedure related hematoma at the pocket and midline incision site and the patient was also still bleeding from the pocket. The patient underwent a revision procedure wherein the physician cauterized the bleeders and removed the hematoma. The patient was doing well post-operatively